Event description:
Complaint from maude database reports: "a (B)(6) underwent l1-2 foraminotomy, disc debridement, washout of epidural abscess and discitis. Md attempted to put in arterial line on right arm at the beginning of the case; when md removed the catheter, only hub and part of the catheter came out with the rest dislodged in the patients. Unable to retrieve the missing piece. Patient underwent emergent brachial artery exploration and removal of catheter right arm. Catheter was contained in the subcutaneous tissue beneath the dermis. Catheter was removed in its entirety."

Manufacturer narrative:
Qn#: (B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is (B)(4).

Manufacturer narrative:
Qn#(B)(4). The MDR report key is 14104496. The MDR text key is 289273494. The report number is mw5108942. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint from maude database reports: "a (B)(6) underwent l1-2 foraminotomy, disc debridement, washout of epidural abscess and discitis. Md attempted to put in arterial line on right arm at the beginning of the case; when md removed the catheter, only hub and part of the catheter came out with the rest dislodged in the patients. Unable to retrieve the missing piece. Patient underwent emergent brachial artery exploration and removal of catheter right arm. Catheter was contained in the subcutaneous tissue beneath the dermis. Catheter was removed in its entirety."